Event description:
Information received indicates the brake casters at the head section will not hold when engaged at the foot section.

Manufacturer narrative:
The technician found broken and missing brake linkage parts. He replaced the damaged hex rod and missing screw and a missing brake linkage shoulder bolt and nut to repair the stretcher.